Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in tubing and reservoir. The customer's blood glucose level was high of 437 mg/dl. Troubleshoot was not completed for the reservoir and insulin pump. The insulin pump was not returned for analysis.